Event description:
The affiliate reported the customer alleged an elevated troponin I (accutni) result, above the acute myocardial infarction (ami) cutoff, for one patient, involving unicel dxi 800 access immunoassay system. The customer stated the patient sample was lipemic and re-centrifuged the sample prior to retest. Subsequent testing produced a lower result, within the normal reference interval. The customer noted a droplet of liquid on the reagent pack during removal from the system. The customer stated quality control (qc) was within specification; any troponin result greater than 1.0 ng/ml is re-centrifuged and retested. It is unknown if the initial elevated result was released out of the laboratory. The customer stated sample retest was performed within one hour of the initial test; if the result had been released, it would have been corrected within one hour. There has been no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(6) 2011. The fse replaced the aspirate probe and peristaltic pump tubing. The fse verified system alignments and performed a successful high sensitivity system check to verify system hardware. The unit conformed to the manufacturer's performance specifications. (B)(4).